Event description:
It was reported that the interface was not working and there was no stimulation response. The initial reporter did not provide any details regarding the event. There was no report of patient impact or injury.

Manufacturer narrative:
(B)(4). The product was returned to the manufacturer for service and repair. Analysis of the device by service and repair found a short in the interface cable. The shorted cable is likely the root cause for the stimulation issue. The interface cable was replaced; the unit received maintenance and was returned to the customer. Device description: the nim-response 2.0 is a four-channel emg monitor for intraoperative use during surgeries in which a motor nerve is at risk due to unintentional manipulation. The nim-response 2.0 records electromyographic (emg) activity from muscles innervated by the affected nerve. The monitor will assist early nerve identification by providing the surgeon with a tool to help locate and identify the particular nerve at risk within the surgical field. It will continuously monitor emg activity from the muscles innervated by the nerve at risk to minimize trauma by alerting the surgeon when a particular nerve has been activated. The instructions for use (IFU) identify "no response to direct stimulation may be the result of patient safety fuse blown. Check fuse in stim 1 (emg) patient interface replace if necessary." Blank fields in this report are the result of information not provided by the initial reporter. This product is used for treatment purposes.